Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, metalosis, corrosion on the trunion, and vertical malpositioning of the cup. (Hip).

Manufacturer narrative:
Examination of the returned femoral head and liner find nothing outward to suggest product error. If revised the cup and stem were not returned. One copy of an x-ray image was provided with the initial reporting. As reported, the acetabular cup appears mal-positioned from surgical technique recommendations. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 - patient der was received stating patient was revised (B)(6) 2013 to address dislocation. Part and lot information was provided. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.